Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that a patient had to be hospitalized for 2 days, due to diabetic ketoacidosis (dka). The patient's blood glucose (bg) read 33 mmol/l (594 mg/dl) with ketones present (exact amount was not provided) and started feeling dizzy. The patient was taken to the hospital where they did blood work, readings were 40 mmol/l (720 mg/dl), was placed on an intravenous (IV) therapy for insulin, to flush the ketones, and re-hydrate. Once the bg was down to 11 mmol/l (198 mg/dl) the IV was taken off and the patient was asked to apply a new pod. Bg increased within 4 hours, forcing the hospital staff to treat the patient with the IV again. The following morning they activated another pod. The pod was worn between 4 and 24 hours on the back.